Event description:
(B)(4). It was report via medwatch report that as a result of having the product implanted, the pt is experiencing severe right groin/pelvic pain as well as pain walking, sitting and bending. In addition, the pt has scarring and is experiencing prolapse again and having blood in her urine.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).